Manufacturer narrative:
H3. Analysis of the lead (s/n (B)(6) found no anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when the analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the manufacturer representative (rep) that the patient was having their first lead implant today. When the lead was tested, segment 2a showed high impedance while all others were within range. After several troubleshooting efforts, a second lead had to be opened. The surgeon repeated the test after double-checking that the connector was well placed; the same results showed. Then, they decided to use a second new testing cable and got the same results, demonstrating that it wasn't the testing cable. As a last effort, the surgeon used an alpha omega lead, confirmed cable to test impedances, and contact 2a was still high. To move the case forward, the doctor asked for a new lead. The doctor performed a second pass in the brain by removing the faulty lead and placing the new one. Once the new lead was placed, they tested impedances, and all impedances were within range. The patient had no issues as of this submission. No environmental or external issues contributed to the problem. This was a defective lead out of the box.